Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that air gets inside the line of the pump set during use. The air appears to get in from the interface between bag and the tube. No patient injury was reported.

Manufacturer narrative:
H3 evaluation summary the device history record (DHR) review could not be performed because the lot number was not available. Three used samples were received at the manufacturing site for inspection. A visual and functional inspection was performed and found air in the line. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.